Manufacturer narrative:
Correction: the catalog number is 92132, not 92126 as previously reported. This report is filed may 19, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the surgeon, the fixture was explanted on (B)(6), 2014 due to the recommendation of a medical health care provider. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.